Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), arthralgia ("arthralgia"), myalgia ("myalgia"), insomnia ("insomnia"), memory impairment ("memory disorders") and pyrexia ("fever"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, adenomyosis, arthralgia, myalgia, insomnia, memory impairment and pyrexia outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthralgia, insomnia, medical device removal, memory impairment, myalgia and pyrexia with essure. The reporter commented: reporter confirmed that the defective device is available. Most recent follow-up information incorporated above includes: on 27-aug-2019: the case will be deleted from bayer pv database. Nullification reason: as per information received, this case was identified as a duplicate of case 2019-082826. All the information from case 2019-155720 has been transferred to case 2019-082826. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), arthralgia ("arthralgia"), myalgia ("myalgia"), insomnia ("insomnia"), memory impairment ("memory disorders") and pyrexia ("fever"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, adenomyosis, arthralgia, myalgia, insomnia, memory impairment and pyrexia outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthralgia, insomnia, medical device removal, memory impairment, myalgia and pyrexia with essure. The reporter commented: reporter confirmed that the defective device is available. Most recent follow-up information incorporated above includes: on (B)(6) 2019: a new letter was sent and to replace previous one. Events asthenia, depression, dental symptoms were deleted and event fever was added. Reporter confirmed that the defective device is available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced adenomyosis ("adenomyosis"), arthralgia ("arthralgia"), myalgia ("myalgia"), asthenia ("asthenia"), insomnia ("insomnia"), memory impairment ("memory disorders"), depression ("depression") and tooth disorder ("dental symptoms"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the adenomyosis, arthralgia, myalgia, asthenia, insomnia, memory impairment, depression and tooth disorder outcome was unknown. The reporter provided no causality assessment for adenomyosis, arthralgia, asthenia, depression, insomnia, medical device removal, memory impairment, myalgia and tooth disorder with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.